Event description:
A malfunction alarm was reported, with no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup insulin therapy. Technical support arranged to send a replacement pump. The customer was advised on how to put the malfunctioning pump into storage mode and return it within ten days, which they acknowledged and understood.